Event description:
Dr claims that the graft was difficult to suture and believes this is due to the stiffness and thickness of its wall. In addition, it leaked blood (quantity is unknown and appears unattainable, possibly through the suture holes) after placement. There was no injury or complication to the pt.